Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported an unspecified malfunction with the abbott diabetes care (adc) device. The customer detailed that the adc device stopped working an hour after application. Then the adc device began to work again, but it would "repeatedly kick on an off". In addition, the customer reported a glucose reading issue with the adc device. The customer received unspecified readings that were off by as much as "150 mg/dl" compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Subsequently, the customer obtained a reading of 488 mg/dl on a competitor brand meter and presented to the emergency room (ER) for medical assistance as they were unable to bring their glucose levels down. At the ER, the customer had contact with a healthcare professional (hcp) who administered intravenous saline for treatment. Thereafter, the customer reported that the adc device "died completely" so the customer replaced the adc device. With the new adc device the customer reported a glucose reading issue. The customer received unspecified readings on the adc device compared to readings obtained on a competitor brand meter and noted the readings were "dramatically different". It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully and reported additional information regarding the medical event highlighted above. During the medical event, the customer received a high reading of 480 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported that in addition to the intravenous saline solution administered by the hcp, the hcp also obtained a reading of 290 mg/dl on an hcp meter. A reading of 480 mg/dl on the adc device is indicative of hyperglycemia and is consistent with the reported treatment to decrease glucose levels. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported an unspecified malfunction with the abbott diabetes care (adc) device. The customer detailed that the adc device stopped working an hour after application. Then the adc device began to work again, but it would "repeatedly kick on an off". In addition, the customer reported a glucose reading issue with the adc device. The customer received unspecified readings that were off by as much as "150 mg/dl" compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Subsequently, the customer obtained a reading of 488 mg/dl on a competitor brand meter and presented to the emergency room (ER) for medical assistance as they were unable to bring their glucose levels down. At the ER, the customer had contact with a healthcare professional (hcp) who administered intravenous saline for treatment. Thereafter, the customer reported that the adc device "died completely" so the customer replaced the adc device. With the new adc device the customer reported a glucose reading issue. The customer received unspecified readings on the adc device compared to readings obtained on a competitor brand meter and noted the readings were "dramatically different". It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully and reported additional information regarding the medical event highlighted above. During the medical event, the customer received a high reading of 480 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported that in addition to the intravenous saline solution administered by the hcp, the hcp also obtained a reading of 290 mg/dl on an hcp meter. A reading of 480 mg/dl on the adc device is indicative of hyperglycemia and is consistent with the reported treatment to decrease glucose levels. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. There was an additional sensor reported (s/n: unk) and it has been captured under this submission. Related reports: mw5184306 and mw5184307 all pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported an unspecified malfunction with the abbott diabetes care (adc) device. The customer detailed that the adc device stopped working an hour after application. Then the adc device began to work again, but it would "repeatedly kick on an off". In addition, the customer reported a glucose reading issue with the adc device. The customer received unspecified readings that were off by as much as "150 mg/dl" compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Subsequently, the customer obtained a reading of 488 mg/dl on a competitor brand meter and presented to the emergency room (ER) for medical assistance as they were unable to bring their glucose levels down. At the ER, the customer had contact with a healthcare professional (hcp) who administered intravenous saline for treatment. Thereafter, the customer reported that the adc device "died completely" so the customer replaced the adc device. With the new adc device the customer reported a glucose reading issue. The customer received unspecified readings on the adc device compared to readings obtained on a competitor brand meter and noted the readings were "dramatically different". It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully and reported additional information regarding the medical event highlighted above. During the medical event, the customer received a high reading of 480 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported that in addition to the intravenous saline solution administered by the hcp, the hcp also obtained a reading of 290 mg/dl on an hcp meter. A reading of 480 mg/dl on the adc device is indicative of hyperglycemia and is consistent with the reported treatment to decrease glucose levels. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported an unspecified malfunction with the abbott diabetes care (adc) device. The customer detailed that the adc device stopped working an hour after application. Then the adc device began to work again, but it would "repeatedly kick on an off". In addition, the customer reported a glucose reading issue with the adc device. The customer received unspecified readings that were off by as much as "150 mg/dl" compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Subsequently, the customer obtained a reading of 488 mg/dl on a competitor brand meter and presented to the emergency room (ER) for medical assistance as they were unable to bring their glucose levels down. At the ER, the customer had contact with a healthcare professional (hcp) who administered intravenous saline for treatment. Thereafter, the customer reported that the adc device "died completely" so the customer replaced the adc device. With the new adc device the customer reported a glucose reading issue. The customer received unspecified readings on the adc device compared to readings obtained on a competitor brand meter and noted the readings were "dramatically different". It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully and reported additional information regarding the medical event highlighted above. During the medical event, the customer received a high reading of 480 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported that in addition to the intravenous saline solution administered by the hcp, the hcp also obtained a reading of 290 mg/dl on an hcp meter. A reading of 480 mg/dl on the adc device is indicative of hyperglycemia and is consistent with the reported treatment to decrease glucose levels. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported an unspecified malfunction with the abbott diabetes care (adc) device. The customer detailed that the adc device stopped working an hour after application. Then the adc device began to work again, but it would "repeatedly kick on an off". In addition, the customer reported a glucose reading issue with the adc device. The customer received unspecified readings that were off by as much as "150 mg/dl" compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Subsequently, the customer obtained a reading of 488 mg/dl on a competitor brand meter and presented to the emergency room (ER) for medical assistance as they were unable to bring their glucose levels down. At the ER, the customer had contact with a healthcare professional (hcp) who administered intravenous saline for treatment. Thereafter, the customer reported that the adc device "died completely" so the customer replaced the adc device. With the new adc device the customer reported a glucose reading issue. The customer received unspecified readings on the adc device compared to readings obtained on a competitor brand meter and noted the readings were "dramatically different". It is unknown whether the customer noted a trend arrow on the device. The customer was contacted successfully and reported additional information regarding the medical event highlighted above. During the medical event, the customer received a high reading of 480 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported that in addition to the intravenous saline solution administered by the hcp, the hcp also obtained a reading of 290 mg/dl on an hcp meter. A reading of 480 mg/dl on the adc device is indicative of hyperglycemia and is consistent with the reported treatment to decrease glucose levels. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.